Manufacturer narrative:
Additional information: patient demographics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information reported that minimal tortuosity was reported, no calcification, it is a venous procedure, the lesion was mildly fibrotic. Vein diameter was 14 mm. No abnormalities reported in relation to anatomy. No injury or intervention to the patient as a result of the difficulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-implant the abre stent was noted to have moved approximately 20mm proximally from the original position. The patient presented with one side was non-invasively vascularized, while the other was occluded. The right side had 100% stenosis with a lesion length of 140mm and the left side had 75% stenosis with lesion length of 100mm. Kissing stents were placed in the common iliac veins (civ), with a 14x150 stent in the right civ and a 14x100 stent in the left civ eiv. The vessel was pre-dilated. The patient was hydrated prior to procedure. The stents were prepped and deployed without issue using a 9fr non-medtronic sheath and a 260cm non-medtronic guidewire. The stent was confirmed to have proper placement following deployment. The stent did not land in a curve. Post-dilation was performed using two 14x40 non-medtronic pta balloons. Once ballooning was done, the physician noticed the 14x150 on the right had migrated 20mm up. Intravascular ultrasound was used for imaging pre- and post-stenting. No intervention was performed as a result of the stent migration. The devices remain in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.